Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that all cases were in excellent condition and the ear clip was broken. During the power up process and reading of event history log, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced interconnect printed circuit board as a preventive measure. Performed power up process and performed all functional testing which passed.

Event description:
It was reported that there was an interconnect board replacement. No patient injury was reported.